Manufacturer narrative:
G2: citation: authors: enriquez marulanda, a., young, m., shutran, m., taussky, p., kicielinski, k., & ogilvy, c. S.. Acute coiling with delayed flow diversion for posterior communicating segment internal carotid artery aneurysms: a multicenter case series. Neurosurgery 94(4), 729¿735 2023. Doi:10.1227/neu.0000000000002720 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "acute coiling with delayed flow diversion for posterior communicating segment internal carotid artery aneurysms: a multicenter case series". The time frame of this study was 2013 to 2022. There were 29 posterior communicating artery (pcoma) aneurysms identified that were included in the analysis. Patients were mostly female (79.3%), with a median age of 60 years. The following medtronic devices were used: pipeline embolization device (ped). Deaths occurred in the study population. The causes of death were intracranial hemorrhagic complication after fd placement of a firs t-generation ped. There were no complications intraoperatively, and the patient was intact neurologically immediately after the procedure. Two hours post procedure, the patient developed acute hypertension, bradycardia, and altered mental status. The patient developed a new ipsilateral large left frontal intraparenchymal hemorrhage, which ultimately required a craniectomy with intraparenchymal hemorrhage evacuation. The patient eventually expired with comfort measures. Among patient adverse events included: -thromboembolic complications (3.5%). The patient had 2 ped shield telescoping stents deployed. This was performed because the patient had an additional ica terminus aneurysm not initially covered by the first stent. Four days after the intervention, the patient developed a left ica and proximal mca occlusion because of in-stent thrombosis. The patient did not miss aspirin or ticagrelor doses. The patient underwent mechanical thrombectomy and was loaded with eptifibatide, with complete recanalization. However, the patient had a large mca stroke and ultimately underwent a decompressive craniectomy due to refractory intracranial hypertension. -2 patients had mrs greater than 2 -5 patients had incomplete occlusion, but there were no retreatments in the follow up period no further information was provided pertaining to medtronic products.